Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while customer was trying to rewind the insulin pump. The customer¿s blood glucose level was 373 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal (recessed). The pump failed the troubleshoot for prime rewind and the customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis and replacement will be sent to the customer.

Manufacturer narrative:
The device alarmed prime during prime test due to moisture damage on force sensor resistor. We were unable to complete functional test due to prime alarm. Corroded motor home switch was noted during visual inspection. The device was received with cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.